Manufacturer narrative:
Additional information was received for this case reported that it was confirmed that there is no allegation against the sentrant sheath. The patient status is reported as doing fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sentrant sheath was used to facilitate the delivery of a medtronic evolutr device. It was reported that an evolutr delivery catheter system could not be advanced sheathlessly and was instead advanced after a 14fr sentrant introducer sheath was inserted. Subsequently, a relevant bleeding was discovered above the left common femoral artery. This was treated by a surgical cutdown. After 2.5 hours of vessel reconstruction, a new evolutr was introduced and implanted. The physician stated that the cause of the event was overestimation of the vessel diameter (border line) and severe vessel calcification. No further clinical sequelae were reported, and the patient will be monitored.